Manufacturer narrative:
Per the dexcom user guide: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low" mg/dl, and the meter bg readings were unable to be provided, however, the customer stated reading were "about 30 points off". No additional patient or event information was available. Reportedly, the customer inserted sensor into back of arm. A replacement sensor was sent to the customer.